Event description:
It was reported that both of the system 9600+'s monitors flickered during a procedure and the system would not produce x rays. Procedure was completed only after reinitializing. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the system interconnect cable was defective and was replaced. The system was tested and found to be working as intended and place back into service.